Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "seroma" which presented three years after implant. Reconstruction and pathology for the seroma were done at this time and the same implant was placed back in the patient. Four years later the event of "inflation" occurred. The device was removed and replaced.